Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error alarm. The customer's blood glucose level was unknown. The insulin pump failed selftest. The customer was able to successfully clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures was present in the insulin pump trace download due to broken trace at on keypad assembly. Toggled on and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. The main arm cannot communicate with the motor arm was present in the pump trace download, moisture damage on motor assembly. Device received with corroded force sensor assembly.